Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of high blood glucose level on (B)(6) 2024. Patient first went to emergency room and later was admitted to intensive care unit. Blood glucose level ws 500 mg/dl at the time of event. Therefore, patient took bolus via the pump. Patient was found to be positive for ketones. Infusion set was used for 2 days. No further information was available.